Manufacturer narrative:
It was reported that the implant placed at tooth#9 failed to osseointegrate after shifting and migrating little. The patient was stated not to have any pre-existing conditions and did not experience any adverse events. She is reported to be fine. Also, no abnormalities were noted with the implant itself. The DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes involved in the manufacturing of the implant. The actual complaint part is yet to be returned for investigation. A follow up report will be submitted after completion of the investigation and evaluation. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
It was reported that the implant was placed at tooth#19 on (B)(6) 2016. The patient complained that "she felt the implant more" on (B)(6) 2017 and came in for an examination. The doctor took an x-ray and observed that the implant had failed to osseointegrate and shifted and migrated. The doctor then explanted the implant. The patient was stated to not have any pre-existing conditions and did not experience any adverse effects. No abnormalities were observed with the implant itself. An update was received on 2/1/2017 and it was stated that the implant was placed in a previously grafted site.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record (DHR) reviewed. Results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed. Results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected. Results: the returned implant was visually inspected and verified to be an inclusive tapered implant 5.2 x 10 mm implant using the radiographic template. No defect or non-conformity was observed. A cover screw was screwed into the implant. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.